Event description:
Pt "suffered a severe injury including burns, blistering and lacerations" to their lips, face, cheek, and mouth during a dental scaling procedure. The patient was not informed of or treated for the injury at said time of event.